Event description:
New information states that high voltage therapy was inhibited due to undersensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions with undersensing on the ventricular channel during non-sustained vt. The patient was seen in the clinic and the device was reprogrammed. All other measurements were satisfactory. The patient had no symptoms and no consequences with this event.